Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 43-44 mg/dl. Customer consumed carbohydrates to address low bg. The cause of the low bg was unknown. Customer continued using the pump for insulin therapy.